Event description:
Pt to have outpatient persantine stress test for myocardial perfusion study. Pt fell from imaging table after test was completed. Imaging table in lowest position (18 inches from floor). Plastic side arm supports in place by pt arms. Pt struck head on right side on imaging camera tracking rail. Pt transferred to emergency dept. Complaint of headache with right shoulder pain. CT of brain showed large complex subdural hematoma with midline shift and old right cva. Pt mental status deteriorated after CT. Pt on coumadin. Pt 20.7 and inr 3.42. Pt received vit. K 10mg, 4 fresh frozen plasma ordered and sent with pt for transport to tertiary care center. Pt expired at tertiary care center. Imaging table has 2 velcro strips noted at wrong end of table to secure the plastic arm stabilizers when pt lays on table. Table needs to be examined for proper placement of velcro retainer arm stabilizers.